Event description:
It was reported to philips that the device has an ECG bias issue. The field service engineer (fse) determined the ECG bias issue was a result of a malfunctioning processor pca. The device needs a processor pa. Upon conclusion of the evaluation, it was determined that the processor pca requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device has an ECG bias issue. There was no patient involvement.